Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose readings. Customer's blood glucose reading was between 500 and 600 mg/dl, and treated with a manual injection. Customer performed troubleshooting and pump was functioning normally. Nothing was replaced or returned.